Event description:
Tac - (B)(6) 2014 - no injury alleged. Malfunction alleged - per provider, poppet valve is contaminated with foreign substance. Per repair statement, the unit is alarming or has a red light, the smart pack is missing, and the 4-way valve has a foreign substance.